Manufacturer narrative:
Initial Reporter Facility Name: (b)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.This report references a US equivalent device. The US UDI equivalent for this product number is used.H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD. This report was impacted by EMDR scheduled maintenance occurring July 22-27, 2026.

Event description:
It was reported that, on (B)(6) 2026, at 8:40 a.m., the patient underwent ¿transurethral prostate enucleation and transurethral bladder lithotripsy¿ under lumbar anesthesia. A three-lumen urinary catheter was left in place during the procedure, and the bladder was flushed postoperatively. At 4:45 p.m. that day, bladder irrigation was impaired, and a rupture of the Foley catheter balloon was discovered; the catheter was replaced. Between (b)(6) the same situation occurred in two other patients.